Event description:
It was reported that a one-link non-dehp microbore catheter extension set had air in the line and then leaked; the connections were checked and they were secure. The issue was noticed while placing a peripheral intravenous (piv) catheter on a patient. The set was replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.